Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR(device history review) for the freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. Dhrs for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Unable to performed retain testing on test strips as strips were already expired. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc device reader was damaged and would not power on. As a result, customer was incapable of testing and experienced "peeing a lot". Customer was unable to self-treat and required health care provider (hcp) treatment of a "glucose shot and IV bag"and " metformin for morning and evening then 5mg of glipizide for morning.". There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported her adc device reader was damaged and would not power on. As a result, customer was incapable of testing and experienced "peeing alot". Customer was unable to self-treat and required health care provider (hcp) treatment of a "glucose shot and IV bag"and " metformin for morning and evening then 5mg of glipizide for morning.". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.